Event description:
It was reported during a workflow training session, the clinician loaded a 3ml syringe however, the pump recognized it as a 1ml syringe. Clinician stated, she has seen this before. It was confirmed by customer pharmacy department that there have been issues with the drug labels wrapped around the barrel of the syringes leading the pump to read the syringe size incorrectly. There was no patient involvement as took place in a testing environment. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had syringe not recognized was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported during a workflow training session, the clinician loaded a 3ml syringe however, the pump recognized it as a 1ml syringe. Clinician stated, she has seen this before. It was confirmed by customer pharmacy department that there have been issues with the drug labels wrapped around the barrel of the syringes leading the pump to read the syringe size incorrectly. There was no patient involvement as took place in a testing environment. Although requested no additional information will be provided by the customer, no devices will be returned.